Event description:
This is filed to report unintended movement. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip was inserted and placed on the mitral valve. While attempting to deploy the clip, it was observed it opened to 40 degrees while establishing final arm angle (efaa). Troubleshooting was performed, but the issues continued to occur; therefore, the clip delivery system (cds) was removed and replaced. Two clips were then deployed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the unintended movement (clip open- efaa /establish final arm angle). There is no indication of a product issue with respect to manufacture, design, or labeling.